Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, different wall adapter, and different charging cable, and pump remained connected to power without beginning to charge. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump shipment, confirmed shipping details, instructed customer to let pump battery fully deplete and return pump within required timeframe using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.